Event description:
The company rec'd a report where it was claimed that "the pilot line went through the tube" during pt use. The caller could not confirm if the pilot line was cut or modified for pt use. As a result, the pt was extubated and reintubated with a replacement tube. No further details are available for this report.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.